Event description:
It was reported that the patient presented high out-of-range defibrillation impedance exhibited on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6)2023. Patient condition was stable.